Manufacturer narrative:
Confirmed for straight shots. This was due to normal wear on a reusable device.

Event description:
Originally reported as "bent." The device was noted to be firing straight shots post evaluation.